Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing diabetic ketoacidosis. Customer stated that insulin was not delivering insulin due infusion set was slightly disconnected. Device will not be returned for analysis.